Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: device received on 7/18/2024. One device returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Device screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. The stated problem of system fault was verified through functional inspection. The most probable cause is due to intermittent motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.